Event description:
It was reported that pump experienced malfunction message malf 12 with fault ID 0x2071, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was assisted with resetting pump using reset instructions, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction appeared again.